Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2021 and the patient was treated with oral antibiotics. This report is submitted on 21 may 2021.

Manufacturer narrative:
This report is submitted on june 29, 2021.

Manufacturer narrative:
Per the clinic, the patient was hospitalized on (B)(6) 2021 (specific duration not reported). This report is submitted on october 05, 2022.

Manufacturer narrative:
This report is submitted on december 22, 2020.

Event description:
Per the clinic, the patient developed an infection at the incision site, and underwent surgery (specific date not reported) to revise the skin. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.